Manufacturer narrative:
Date of device manufacture year is 2000. The month of manufacture was (B)(6). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manual circuit and bag were replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, "doesn't display n20." There was no reported patient involvement.